Event description:
It was reported that the pump alarmed due to motor stall. The logs showed a motor stall and motor stall recovery. The motor stall was caused by the healthcare provider (hcp) using a magnet while trying to preform telemetry on the pump.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, (B)(4).